Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. Further information could not be obtained as customer declined follow-up from technical support at this time.